Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing. Unit was successfully downloaded using thump for history files and traces. Pump error 41 & pump error 43 were found on (B)(6) 2023 19:28 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, stained serial label. Motor was tested outside of unit and it passed. Keypad unresponsiveness is not confirmed. Pump error 41 & pump error 43 is confirmed due to being found in history files and traces and due to motor anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported a keypad anomaly and responds more slowly. Troubleshooting was performed and found that there was no stuck button alarm received. Also, the numbers were ramping or the scroll bar moved up or down with no input from the user. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.